Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the programmer had exuded a burning smell. The scent dissipated but the programmers touch screen had become dark. The unit was replaced.

Manufacturer narrative:
Final analysis found that an internal component had overheated.